Event description:
It was reported that during a planned angioplasty of the circumflex vessel, during removal of the guide wire, the tip separated in the patient's coronary artery. Attempts were made to snare the separated piece of the guide wire, but were unsuccessful. It was confirmed by using ivus that the separated part of the guide wire remains in the lumen of the left main and circumflex. After consultation with the cardio surgeons, it was decided that there would not be a surgical attempt to retrieve the separated portion of the guide wire. The patient was then sent to the intensive care unit. No additional information was available.